Event description:
It was reported the patient had his scs ipg replaced because the ipg was inoperable.

Manufacturer narrative:
The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Event date is estimated.